Event description:
Patient reported left side with rupture diagnosed via MRI. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side rupture diagnosed by MRI. The device was explanted.

Manufacturer narrative:
Cont. H.6. Health effect f1903 device explantation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side with rupture diagnosed via MRI. Device has been explanted.